Manufacturer narrative:
(B)(4). Correction/additional information: the device was manufactured january 18, 2016 ¿ january 21, 2016. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a half day infusor had a leak from an unknown location. This was identified before use. The device was filled with an unspecified amount of an unknown drug. There was no patient involvement. No additional information is available.